Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-04175 and 2134265-2011-04176. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The approximately 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm v-18 guide wire was inserted and crossed the lesion. A 2.0 x 80mm sterling sl balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. Once across the lesion, the balloon ruptured on the first inflation at 2 atms. A 3.0 x 80mm sterling sl balloon catheter was then selected and advanced over the v-18 guide wire to the lesion. The balloon was inflated twice to 10 atms for 60 seconds each inflation. During withdrawal of the balloon catheter, the catheter and the v-18 guide wire became stuck together. The catheter and the guide wire were removed from the patient together. The procedure was completed with another sterling sl balloon catheter and a v-18 guide wire. No patient complications were reported and the patient's status is good.